Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display and experienced high blood glucose level and diabetic ketoacidosis. The customer¿s blood glucose level was 418 mg/dl. The customer was assisted with troubleshoot and customer states the display was not blank less than 30 seconds. Customer states display is not blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.